Event description:
It was reported that a patient implanted with an impella cp experienced suction and bleeding from all sites and orifices. In response, all anticoagulation was stopped. After six days of support the patient was escalated to an impella 5.5 pump. The patient survived.

Manufacturer narrative:
A4, a5, and a6 are unknown. The impella passed all post sterile inspection criteria. The cause of the bleeding was not determined due to insufficient clinical details. The cause of the suction was most likely related to the patients condition, as placement signal was observed trending down during the suction events, and the patient was receiving volume and va ECMO support.